Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 89% stenosed target lesion was located in the left anterior descending (lad) artery. A 16 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The 2 most distal stent strut rows were damaged; struts were lifted from the stent profile. The crimped stent od(outer diameter) of the remaining undamaged portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. The 89% stenosed target lesion was located in the left anterior descending (lad) artery. A 16 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.